Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that since the current products were used in excess of their life-expectancy, it was conceivable that corrosion may have occurred due to age-related deterioration and chronological deterioration. The actual product has been 11 years since the date of manufacture and has been in excess of its useful life of 6 years. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the cable was cut, and the charge-coupled device remote buttons, along with the head packing, were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned asset, the coupler component on the high definition autoclavable camera head was found to be corroded. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.